Event description:
Celect ivcf found to be multiple fractures with several arms retained outside ivc locally, one leg missing altogether (likely excreted in stool) and one loose in peritoneum. Pt complains of several different types of pain possibly related to filter, filter and fragment removed, but 2 1/2 "arms" remain in extravascular location.